Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08-jan-2018. Device evaluation: the pump has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: the keypad was found to be intact; no damage was observed. The keypad buttons were found to respond appropriately to button presses. The keypad was removed and no contamination was found to the button contacts. The pump¿s cover was removed and no evidence of moisture corrosion was found near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.